Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button was sticking on the insulin pump. Customer's blood glucose was over 300 mg/dl. Customer reported that he experienced bad high blood glucose readings. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he will return the pump when he gets a new pump, but as of now he will keep it.